Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range pacing lead impedance measurement that was detected via the patient¿s remote monitoring system. The patient was checked and no other clinical observation was noted. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.